Event description:
Left-side rupture, discovered during surgery; pain and tightness of both implants; bilateral capsular contracture, baker grade 2, left side and unspecified symptoms.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra was unable to perform an evaluation as the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5 h3 other text : device discarded.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra was unable to perform an evaluation as the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device discarded.

Event description:
Left-side rupture, discovered during surgery, pain and tightness of both implants and unspecified symptoms.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side rupture, discovered during surgery; pain and tightness of both implants; bilateral capsular contracture, baker grade unknown, left side and unspecified symptoms.